Event description:
It was reported to the manufacturer that the site was having difficulty with their handheld. A replacement handheld was sent to the site, but the issue was not specified. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.